Event description:
A malfunction was reported with the code malf 16. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed by technical support to place the pump into storage mode and return it using a prepaid label within 10 days. To ensure uninterrupted insulin delivery, the customer opted to use multiple daily injections (mdi) as a backup therapy. The pump was confirmed to be under warranty, and technical support arranged for a replacement to be sent.